Event description:
It was reported to boston scientific corporation on february 20, 2015 that a flexiva 200 laser fiber was used during a cystoscopy laser lithotripsy performed on (B)(6) 2015. The laser unit was a lumenis holmium laser. According to the complainant, outside of the patient during the preparation, the laser fiber would not activate and there were no pulses. The technician tried to unplug the fiber and then put the fiber back on the laser unit but the laser unit would not recognize the flexiva laser fiber. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. One flexiva 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, indicating that the fiber is broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. Based on the evaluation of the returned device, the complaint of ¿laser fiber incorrectly attached to laser unit¿ was not confirmed. However, the most probable root cause for the laser fiber broken within the connector is handling damage. The issue was first noticed during preparation and occurred outside the patient, and a fiber broken within the connector would also result in no laser energy. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.